Event description:
This is a spontaneous case report received from a physician in united states on (B)(6)-2016 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2015 for contraception. The doctor stated she inserted an essure which has perforated the fallopian tube. It was found not in tube, found in the pelvis on the confirmation hsg (hysterosalpingogram) on (B)(6)-2016. Essure was ongoing, follow up 29-feb-2016: upgraded to incident. Perforation questionnaire received from the physician. The patient's date of birth was updated. Patient had 2 pregnancies with 2 live births. No previous gynecological interventions. The last delivery was not by c-section. She had a normal retroverted uterus. At the time of insertion patient was not breastfeeding. She had a cervical dilation, sounding to 10cm and received general anesthesia. The insertion was easy but the visualization of tubal ostium was difficult. No fluid loss more than 1500cc and the procedure did not take more than 20 minutes. The doctor mentioned that during insertion it was noted that patient appeared to have 2 ostia on the right. No complaints immediately after insertion. On the left ostia essure placement was found to have 12 coiling leads, the upper end of normal for essure placement. On the right, once essure was deployed, 3 trailing coils were noted, but when the doctor went back to take a picture, the coils had disappeared. The hysteroscope was removed. A scan ultrasound was ordered intraoperative just to ensure placement of essure, was done and found adequate placement of both essure with clear coils running from the tubes to the uterine cavity. No free fluid was noted within the right adnexa. Trace free fluid was noted within the pelvic cul-de-sac which was likely physiologic. The perforation occurred unilateral right, after deployment. The right coil was found during hsg in the lower pelvis just to the left of midline, exact location was uncertain. The left coil was in correct position and this occlusion was confirmed. No organ or intra-abdominal structure was perforated. The patient did not have symptoms. The patient was not advised to rely on essure. The patient was scheduled for essure removal on (B)(6)-2016 but it was cancelled due to she was sick. The removal surgery by laparoscopy was re-scheduled for (B)(6)-2016. On (B)(6)-2016 the patient underwent chest x-ray due to cough for a month. The lungs and pleural spaces were clear. Cardiomediastinal contour and pulmonary vascularity were within normal limits. Bony structures appeared intact. No abnormality demonstrated. Follow-up information received on 16-mar-2016 - ptc investigation result provided: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment:this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it perforated the fallopian tube, it was found in the pelvis on the confirmation hsg (hysterosalpingogram) performed 5 months after insertion. According to follow up information, the physician informed that a surgery (laparoscopy) for essure removal was scheduled for the following month. This event is serious due to medical significance and listed in the reference safety information for essure. In the present case, the exact date and mechanism of the fallopian tube perforation was not reported. It was diagnosed on hysterosalpingogram, 5 months after essure insertion. Given the nature of the reported event, causality with essure cannot be excluded. Considering an intervention for essure removal will be required, this case, previously seen as non-incident, was upgraded to incident. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No further information is expected.

Manufacturer narrative:
Follow-up information received on 11-apr-2016 (medical records provided): new reporters were added and the patient demographic data was updated; she was obese. On (B)(6)-2015 essure was placed without difficulty (both ostia were easily seen) and an ultrasound was performed to ensure placement and that there was no perforation through the tube or through the uterine cavity. The images showed adequate placement of both essure on the left and right with clear coils running from the tubes to the uterine cavity. At this point, the procedure was terminated and everyone in the operating room was happy with hemostasis. On (B)(6)-2015, patient went for follow-up visit. She was under depoprovera. The physician realized that hysterosalpingogram (hsg) was not done and advised the patient to have it done. On (B)(6)-2016 the hysterosalpingogram (hsg) was performed showing the left fallopian tube occluded with essure device and the right fallopian tube patent with no essure device present. The essure device was present in the lower pelvis just to the left of midline, exact location is uncertain. On (B)(6)-2016 she had an appointment for s/p (understood as status post) laparoscopy for perfo (understood as perforated) essure and tubal of the right. She had no complaints and no known drug allergies. She was taking vitamin d, omeprazole, azithromycin, medrol, medroxyprogesterone acetate, and golytely. Her active problems included abdominal epigastric pain with signs of gastroesophageal reflux disease (gerd) which was being treated with continuous proton pump inhibitor (ppi) and the patient was much better. Condyloma acuminatum, lower back pain/lumbago, and cough with signs of bronchitis were also reported. Her medical history included acute sinusitis, superolateral quadrant breast pain, history of hyperlipidemia and vaginal delivery. The patient denied family history of cancer, coronary artery disease, and diabetes mellitus. She also reported occasional alcohol use, never smoker and exercising regularly. The physician concluded the patient was doing well. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it perforated the fallopian tube, it was found in the pelvis on the confirmation hsg (hysterosalpingogram) and the right tube was patent. According to follow up information, the physician informed that a laparoscopy was performed due to the perforation. This event is serious due to medical significance and listed in the reference safety information for essure. In the present case, the exact date and mechanism of the fallopian tube perforation was not reported. It was diagnosed on hysterosalpingogram, 5 months after essure insertion. Given the nature of the reported event, causality with essure cannot be excluded. Considering an intervention for essure removal was required, this case, previously not seen as incident, was upgraded to incident. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No further information is expected.

Manufacturer narrative:
Follow-up received on 12-aug-2016 from physician: essure was inserted on (B)(6) 2015 with lot numbers c69251 and c59261. At time of insertion, patient was on depoprovera. Complete perforation was seen on right side; insert was found in posterior cul de sac. Essure was removed on (B)(6) 2016 because it was medically necessary. Pathology results, signs of infection and inflammation were denied. Outcome was reported as recovered/resolved.

Manufacturer narrative:
Follow-up received on 07-jun-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded the medical events are not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it perforated the fallopian tube, it was found in the pelvis on the confirmation hsg (hysterosalpingogram) and the right tube was patent. According to follow up information, the physician informed that a laparoscopy was performed due to the perforation. This event is serious due to medical significance and listed in the reference safety information for essure. In the present case, the exact date and mechanism of the fallopian tube perforation was not reported. It was diagnosed on hysterosalpingogram, 5 months after essure insertion. Given the nature of the reported event, causality with essure cannot be excluded. Considering an intervention for essure removal was required, this case, previously not seen as incident, was upgraded to incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se no further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.